Manufacturer narrative:
Eval summary - the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Important left knee effusion [joint effusion]. Case description: spontaneous report received on 25-may-2009 from a rheumatologist, via a company rep, regarding a pt. The pt received three synvisc injections into the knee(s) given at a dose of 3x2 ml in an interval of one week apart administered via intra-articular route. On unknown dates, following the first and the third synvisc injections, the pt experienced important knee effusion that was unknown in intensity according to the reporter. Following the first synvisc injection, the knee was aspirated and 150cc synovial fluid was withdrawn. As of the date of receipt of this report the pt's outcome was unknown. The relationship between the reported event and synvisc therapy was not provided. (B)(6). Investigation summary received on 15-jun-2009: the product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional info was received on 07-jul-2009 from the physician. This case concerns a (B)(6) male pt with history of gonarthritis stage 2, knee cap injury and splenectomy ((B)(6)). The pt had a prior synvisc treatment in the right knee (B)(6) 2009 without incident. On (B)(6) -2009, the pt received the first synvisc injection in the left knee. On (B)(6) following the injection, the pt experienced an important knee effusion. A puncture was performed and 150cc aspirate was withdrawn. The synovial fluid was cloudy and analysis showed 5900/mm3 white blood cells (wbc), 30% neutrophils, 62% lymphocytes, 8% monocytes, 700/mm3 red blood cells (rbc), few calcium pyrophosphate crystals, no germs. The knee was normal again and the second injection was performed on (B)(6) 2009 without incident. On (B)(6) 2009, the third injection was given and (B)(6) following the pt experienced an important knee effusion. A puncture was performed and 60cc was withdrawn, this was not analyzed. The knee was treated with a diprostene (betamethasone) injection. As of the time of this report, the pt recovered. The physician assessed the events as moderate in intensity and probably related to synvisc. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.